Manufacturer narrative:
H10: clarification to implant date (d.6a): 2012 - year only received. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿capsular contracture¿ no grade provided.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted and discarded.